Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient's pocket site was uncomfortable due to a lead that had migrated underneath the ipg and was poking him. The pocket site was revised and the leads were tied down under the ipg. The patient was reportedly doing well following the procedure.